Event description:
It was reported that during follow-up, an unsuccessful defibrillation test was noted. The device appropriately detected the arrhythmia but was unsuccessful in converting the arrhythmia. An external shock was delivered and successfully converted to sinus rhythm. A lead fracture was noted. Lead was explanted and replaced during device change-out for normal eri. At follow-up post explant, the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.